Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump powered on with a faded and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen. This report is made based on the results of evaluation.